Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported after an elective generator changeout, noise was observed on the lead. Lower out of range pacing lead impedance was observed during a dft test. The device settings were reprogrammed. The patient will continue to be monitored.